Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2017 due to a high blood glucose of 960 mg/dl. The patient experienced diabetic ketoacidosis. The high blood glucose event began when the insulin pump fell off of the customer at night. He was being treated via manual insulin injections after his hospitalization. Troubleshooting was declined since he did not have the insulin pump at the time of call. The insulin pump was not returned for analysis.